Manufacturer narrative:
This supplemental MDR is being filed to report that it was filed under the incorrect manufacturing report number. The complaint was filed correctly on 02/14/2026 under manufacture report number 9710602-2026-00398.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in potential loss of mechanical ventilation. There was no patient involvement reported.